Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total hysterectomy and bilateral salpingo oophorectomy, a flame appeared at the tip of the diathermy pencil about the length of a pen. It had to be waved about and blown on to be put out. The hand piece was removed from the surgical site, a new one was opened, and the surgery was completed without further issues. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a total hysterectomy and bilateral salpingo oophorectomy, a flame appeared at the tip of the diathermy pencil about the length of a pen. It had to be waved about and blown on to be put out. The surgeon had already used the diathermy handpiece for a short period with no issue, but on using it again, a small flame appeared at the tip. The hand piece was removed from the surgical site, a new one was opened, and the surgery was completed without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), d4 (UDI#), g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.